Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During procedure, an insulation abrasion on the right ventricular lead was observed. A lead repair kit was used to resolve the issue. Patient was stable post procedure.